Event description:
Knightstar bipap machine shut down while on pt-placed on 50% vm and changed bipap machine spo2 90-95%. Hr increased to 200's-atrial fib - pt stabilized. Per biomed (five days later) machine sent back to manufacturer under warranty (error code 8) displayed.